Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 840mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. On an unreported date, the patient began to experience a change in therapeutic relief with increased spasticity. A catheter dye study was performed which showed pooling at the catheter/sutureless connector. Per the hcp, there was a leak where the sutureless connector connected to the catheter. On (B)(6) 2016, the proximal catheter segment with the sutureless connector was explanted and replaced. The issue was resolved. Patient status at the time of the report was alive with no injury. A supplemental report will be submitted if additional information is received. Further follow up was done to determine the cause of the catheter leak.